Manufacturer narrative:
Examination and functional testing of the returned device was unable to confirm the reported functional concerns. The returned attune 0 deg lt cut block was functionally tested with a depuy retained mating instrument (254400017 attune em tibial prox uprod) and found to assemble/hold securely/disassemble as intended. The investigation could not verify or identify any product contribution to the reported event with the information provided as the returned device functioned as intended. Based on the inability to identify root cause, the need for corrective action was not indicated. Continue to monitor via sep-419. Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).

Event description:
The handle would move back and forth while doing the alignment check with the dorp rod, causing a false alignment check.